Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a case of a 26mm sapien 3 ultra valve, implanted in the aortic position by transfemoral approach. During the procedure, there were multiple adherences in the subcutaneous layer, the puncture site was deep, and the patient was not thin. The artery vessel measured about 10mm, and a 16fr dilator was used to prepare the vessel before inserting the commander delivery system. While the delivery system with the crimped valve was being advanced through the esheath+, the valve became stuck in the partial expandable segment. Due to the angle and the patient anatomy, significant pushing force was required. When all components were removed as a single unit, a small hole was observed in the partially expandable section of the esheath+. The valve appeared perfectly crimped with no symmetry or frame defects. A new kit with new components was then used. No patient injury occurred, and the patient remained in stable condition. As per the field clinical specialist opinion, the valve could not be aligned with the balloon catheter and the frame pushed in that section of the esheath+.